Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with the bio ID. The field service engineer removed all the associated cover and plate, replace the cover to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue with the bio ID. The customer stated that the bio ID fell into the machine, completely broken off inside. The customer temporarily taped to machine but not fully functional causing a delay of 5 minutes in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.